Manufacturer narrative:
(B)(4): lens and injection system discarded by facility. Lens and injection system discarded.

Event description:
The reporter stated the technician had difficulty loading an 18.5 diopter cc4204a collamer aspheric single piece lens due to a bent plunger. There was no patient contact and a different model lens was implanted. The reporter stated they felt the foam tip plunger was defective. The lens and injection system were discarded by the facility.